Event description:
The customer reported that when the device is turned on there is a speaker issue and audio error. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.